Event description:
This rv lead was implanted on (B)(6) 2005 and was capped on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that this lead had pacing impedance less than 200. New rv lead planned to be placed next week. The following physician was dr. (B)(6) at (B)(6) surgery center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).